Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Please disregard previous investigation, corrections are as follows. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do show damage; the grip cable is broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the conductor wire was found with the insulation retracted. The wire appeared to have been partially pulled out, exposing the wire. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps stopped moving properly. Upon inspection it was noted that a cable snapped. The procedure was completed with no reported injury using a backup instrument.